Event description:
It was reported that during a labral repair procedure, the speedstitch suturing device would not deploy the suture. The procedure was completed using a competitor's product. No further patient complications were reported as a result of this event.